Event description:
Customer reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use a different wall adapter, which resolved the issue, and after replacement of the charger, no further assistance was required.